Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following device implant, it was reported the patient had a fever due to inflammatory syndrome. No device or lead malfunction was suspected; however, the inflammatory syndrome was possibly related to the system implanted. No further intervention was performed, the patient was discharged home in stable condition. Related manufacturer reference number: 2938836-2017-29607.